Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2017 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring 423 mg/dl with associated symptoms of polydipsia and polyuria. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management. The reporter alleged a history/settings issue. Troubleshooting by animas customer support revealed the basal history did not match the active basal program. This complaint is being reported because the patient reportedly experienced a serious injury while on insulin pump therapy due to an alleged history/settings pump issue.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 03/08/2017 with the following findings: the black box showed an unexplained pump reboot on (B)(6) 2016 08:38. When the pump was powered back on, the time was set to 08:45 and the date was set to (B)(6) 2017. The pump was exercised for 24 hrs with a 2.0u/hr basal rate; at the end of testing the basal history correctly showed 2.0u and total daily dose (tdd) showed 48.0u. The tdd¿s added up correctly and reflected the users programmed basal rates. The pump passed delivery accuracy testing with no delivery defects found. The pump was found to be delivering within required range and delivering accurately. There were no delivery interruptions or errors, alarms or warnings during the investigation. The original complaint could not be duplicated or confirmed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.